Event description:
Boston scientific crm received information that a recent longevity calculation estimated remaining battery life to be less than one year. The device was recently reprogrammed to vvir, with a five percent (5%) atrial pacing history. The boston scientific crm sales representative reported that the patient would continue to have regular follow-ups. To date, no adverse patient effects were reported with this clinical observation. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.